Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported readings of 80 mg/dl, 75 mg/dl and 71 mg/dl were obtained on the sensor scan compared to a result of "100+" mg/dl obtained on the competitor meter on an unspecified date. Customer further reported being unable to self-treat and received unspecified dose of insulin by the healthcare provider. No additional information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.